Event description:
It was reported that the patient developed an infection (site of infection not confirmed) and was treated with antibiotics (specific type, date and duration not reported). Subsequently, the device was explanted (specific date not reported) and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.